Event description:
It was reported that the customer was hospitalized due to diabetic ketoacidosis. Troubleshooting was performed and found that the time on the insulin pump was off by one hour. The time was corrected at the time of the phone call. All of the other programming was correct. The prime and high pressure tests passed. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have cause or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.